Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for device marking issue with the incident lot was observed. Photo shows that there are tubes that appear to banded lower on the tube then specification. The possible root cause is that a tube became lodged behind a group of tubes pushing them up, which in turn caused them to be banded lower on the tube. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® edta 2k had the fill line in the wrong position. This event was observed before use, there was no report of injury or medical intervention.

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.